Event description:
The device was returned to the service center with a report from the customer contact of a n250 (door opened while pumping) malfunction alarm code. This does not indicate a reportable malfunction. However, during verification testing at the service center, a e321 (battery charge time-out) malfunction alarm code was found.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.